Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead warning was triggered for low impedance on the ra and rv lead and the rv lead was reprogrammed precedent to explant.

Manufacturer narrative:
Concomitant medical products: addrl1 implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. It was reported that the right atrial (ra) lead exhibited noise, oversensing and undersensing. The ra lead was explanted and replaced. The right ventricular (rv) lead exhibited noise and was over sensing which inhibited pacing. Low impedance was also noted with non-physiologic ventricular events that appeared noise and loss of capture. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.